Event description:
User reports a water leak coming from a crack in the waste host of the analyzer to the drain. User said the leak was in the walkway with water running under the waste hose beneath a mat that is soaking up the water leak. No one has been injured in anyway, and no pt results were generated.

Manufacturer narrative:
The field service rep found a hole in waste tubing, and replaced tubing. Verified there was no further leakages.